Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, lamp does not light up occurred due to the faulty limit switch, lamp, and lamp socket. The cause of the faulty switch could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the limit switch and lamp socket were faulty resulting in the light up failure. Additionally, it was found that the lamp inside the device was faulty. It was recommended that the customer replace the lamp. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the video system, the bulb did not light up. The issue was found during maintenance. There was no procedure or patient involvement.